Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture and low amplitude measurements. The health care professional (hcp) noted that they were unable to obtain rv thresholds and discovered that the lead was no longer capturing both in bipolar and unipolar states, while also finding that r wave measurements had dropped from 10 millivolts to 1 millivolt. The field representative informed the physician and aided with reprogramming system settings as the lead continued to sense, which effectively turned off the lead. This lead is scheduled for revision. No adverse patient effects were reported. This rv lead remains in service.